Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's skin irritation. No lot release records were reviewed as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016, using the pod 5 / page 44, living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The mother reported her daughter was experiencing skin irritation with skin torn up and scarred. The site is red, itchy, painful and burning with yellow crusty drainage. The customer is using over the counter cortisone along with neosporin, unisol, and smith and nephews skin prep. The customer's health care provider also prescribed 2% cortisone cream.